Event description:
It was reported to boston scientific that a patient had radio frequency ablation therapy on a liver lesion. A total of five ablations were performed; however, the physician had difficulty deploying the tines. The tines were observed under echo that showed a long thin appearance. The physician continued the procedure with several attempts at deploying and retracing the tines. At the fifth ablation, the physician noticed that the insulation on the cannula had moved distally. The leveen needle electrode was removed and the case was completed with a cooltip cannula instead. It was reported that no patient injury or complication occurred as a result of this event.

Manufacturer narrative:
Evaluation results: one leveen needle electrode was received for evaluation. A visual evaluation found that the insulation had been moved distally 3.5mm to the end of the cannula and the array was extended inside it. The most probable root cause appears that the flare on the proximal end of the electrode cannula was moved proximally and distally due to excess force applied to the device during use. It is also possible that the residue found on the array tines could have caused the retraction to be difficult. From the visual evaluation of the inside of the handle and the flared end of the cannula it appears that the flared end of the cannula was positioned properly during manufacturing. A review of the device history record was not performed due to the lot number not being provided. A ship history was performed and found that lot number 9335084 was the last lot sent to this customer in february 2006. A lot history search was performed and found no other complaints against lot number 9335084. A review of the device history record was performed and revealed no related issues to this complaint. The august 15-month rf probes complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.